Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter was implanted with the tip just below the renal veins. Approximately six years and four months later, the patient reported to the imaging center with occasional abdominal pain. On the same day, contiguous axial images using computed tomography (CT) revealed that filter in place with the tip at above the level of the left renal vein/inferior vena cava confluence. The patency of the tip was indeterminate without intravenous contrast. Some of the primary and secondary struts seemed to extend beyond the wall of the inferior vena cava greater than 3 mm. There was an 8-degree tilt of the apex of the inferior vena cava filter. The struts perforated into the mesentery and a single strut perforated into the l3 vertebral disc space and a single strut abutted the small bowel. Therefore, the investigation is confirmed for filter migration and perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt as medical record states "there was an 8-degree tilt of the apex of the inferior vena cava filter". Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with gunshot wound to the right external iliac artery, common femoral artery, right common femoral vein, external iliac vein, contamination secondary to gunshot wound through the colon and right lower extremity deep venous thrombosis. At some time post filter deployment, a computed tomography (CT) abdomen and pelvis without intravenous contrast revealed that the filter tilted, struts perforated and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced occasional abdominal pain; however, the current status of the patient is unknown.